Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted concurrently with hysterectomy; due to sui. It was reported that following insertion the patient experienced pain, infection, urinary problems, recurrence, dyspareunia, vaginal scarring, and has to wear pads for leakage. It was reported that on (B)(6) 2004, the patient underwent mesh revision due to urinary retention following mesh bladder neck suspension. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to dysmenorrhea, menorrhagia, it was reported that the patient underwent lap bso and lysis of adhesions on (B)(6) 2011.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted. No additional information was provided.

Manufacturer narrative:
(B)(4)